Event description:
On (B)(6) - patient received one injection synvisc in right knee, and developed pain in the knee the same evening. On (B)(6) - patient went in for follow up visit with ortho. Right knee developed effusion 20-30 cc, no erythema, rom 0-135 degrees without significant pain. On (B)(6) - follow up visit: pain and swelling of right knee resolving, no erythema, ro 0-120 degrees with pain at maximum flexion. Residual effusion 30cc. Diagnosis: acute synovitis.